Manufacturer narrative:
A ge service representative performed an on site investigation. All circuit boards and connectors were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was arcing and would not display a live image. There is no report of patient injury associated with this event.